Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2014. On (B)(6) 2016 the patient came in emergently for an unrelated health issue and the radiologist identified a type 3a endoleak. The physician elected to implant two additional suprarenal aortic extensions to seal the endoleak. The patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the type 3a endoleak with complete component separation. Additionally there was evidence to reasonably support the following observations; at 21 months post implant the patient had a ruptured aorta, retroperitoneal hematoma, and severe stenosis of the left common iliac artery (lcia) with distal recanalization and patent left internal iliac artery. The clinical assessment was based on no medical records and adequate patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not available for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use, patient anatomy, and potential non-compliance for post operative imaging surveillance.